Event description:
It was reported that a patient was experiencing an increase in seizures. The patient's caretaker believed that the increase in seizures may have been related to a dosing mistake the doctor's office made with her medication. When the caretaker picked up her sister's medication, the instructions on the label mentioned taking the medicine twice daily, when she typically took the medicine three times daily. No additional relevant information has been provided to date.

Event description:
The patient's caretaker reported that the patient had been experiencing an increase in seizures since her previous clinic visit one month prior to her initial report; however, when the patient's device was interrogated and the data was reviewed during a recent clinic visit, it appeared that the patient's seizure activity had remained relatively steady. The patient's current seizure activity was still below her pre-vns levels. Diagnostic test results were within the normal limits. The nurse also discovered that the patient had also been using an outdated medication schedule and had not been taking her medication according to updated instructions. No additional relevant information has been provided to date.